Event description:
It was reported by the customer that on (B)(6) 2010, the fiber was broken before it was used by the physician. Either the fiber was broken while still inside the package or when the technician removed the fiber from the package. The physician noticed that the fiber was broken when he depressed the foot pedal. The physician noted that the fiber was broken two to three feet from the connector end. Twelve joules were used. No pt injury was reported. The device was not returned for eval.